Event description:
Boston scientific received information that this left ventricular (lv) lead has been exhibiting high thresholds as well as out of range impedance measurements of greater than 2000 ohms. The impedance measurements have been fluctuating up and down for the last several months. This lv lead is also causing diaphragmatic stimulation which really bothers this patient. The patient stated that her pocket is swollen. The stimulation was resolved with some pulse width optimization. To date, the lead remains implanted and there have been no additional adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.